Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26639. Related manufacturer reference number: 2017865-2021-26643. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead and the left ventricular lead both exhibited failure to capture. It was suspected that the right ventricular lead, left ventricular lead, and the right atrial lead exhibited dislodgment. The patient presented on 16 jul 2021 for lead revision procedure. The right ventricular lead was explanted and replaced. The right atrial and left ventricular leads were not addressed during the procedure and remain implanted and in use. The patient was stable post procedure.

Event description:
New information received on 17 dec 2021 indicating that the left ventricular lead was repositioned during the right ventricular lead revision procedure on (B)(6) 2021.